Event description:
It was reported that during an unknown procedure, the blade was broken off. The blade was broken inside the patient's body, but it was already retrieved. No piece was left in the patient. The broken piece was discarded. Error code could not be confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.